Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 29 jun 2020 .

Event description:
It was reported that the ventilator's navigation ring was not functioning. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced front bezel. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
G4: 23jun2020. B4: 07jul2020. The service engineer indicated that there was no patient involvement at the time of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12feb2021. A front bezel was returned for analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.